Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket to crush the stone. However, the handle cannula broke entrapping the stone. The trapezoid¿ rx basket was able to be removed from the patient by shaking the basket to release the stone. The procedure was completed with another trapezoid¿ rx basket. Additionally, after the basket was withdrawn, the catheter was noted to be kinked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found the basket tip was intact and the basket was found closed. The middle section of the handle cannula was found broken and the working length (including the sheath and the coil assembly) was noted to be kinked. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the handle cannula broken. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket to crush the stone. However, the handle cannula broke entrapping the stone. The trapezoid¿ rx basket was able to be removed from the patient by shaking the basket to release the stone. The procedure was completed with another trapezoid¿ rx basket. Additionally, after the basket was withdrawn, the catheter was noted to be kinked. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".